Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient started to notice at the beginning of the week of the report that the pocket site was ¿burning, aching and so was the area right above it.¿ it was noted that the patient had neck surgery ¿a while ago¿ and for the past year she had not slept in her bed and used a board. The indication for use was spinal pain and multiple back operations.

Manufacturer narrative:
(B)(4).